Event description:
An attorney alleged the patient was continuously having problems and the device was not working properly. It was further alleged the patient's health deteriorated. Two years after implant, the patient was unconscious, having breathing problems and was admitted to the hospital. The pacemaker was found "to be not working properly". The patient was taken to surgery where the leads were replaced and the device was moved to the other side. The patient's health problems did not change and continued to face problems due to the "defective" device. The attorney further alleged the patient required regular check ups until finally the patient's health deteriorated tremendously and he was having severe breathing problems. The device was replaced. No further patient complications were reported as a result of this event. It was further reported that prior to the device replacement, the device had measured a capture loss of the atrial lead, along with an increase in impedance.

Manufacturer narrative:
However, the lead tested normal. It was further reported a device failure presented falsely as a lead issue and it was questioned how this could be possible. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.

Event description:
An attorney alleged the patient was continuously having problems and the device was not working properly. It was further alleged the patient's health deteriorated. Two years after implant, the patient was unconscious, having breathing problems and was admitted to the hospital. The pacemaker was found "to be not working properly". The patient was taken to surgery where the leads were replaced and the device was moved to the other side. The patient's health problems did not change and continued to face problems due to the "defective" device. The attorney further alleged the patient required regular check ups until finally the patient's health deteriorated tremendously and he was having severe breathing problems. The device was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.